Event description:
It was reported that the pt presented for emergency treatment for a displaced right mandibular angle fracture. The defect was reconstructed using rhbmp-2/acs. Pt had significantly more swelling than is usually observed with an autogenous free bone graft. A panoramic radiograph at 2 months postoperatively shows induction of bone growth within the defect. Eight months post op the pt was still experiencing pain at the reconstruction site. There was no infection and the mandible was restored. Pain decreased and the reconstruction remained complete for 22 months after placing the rhbmp-2 tissue engineered graft.

Manufacturer narrative:
(B) (4). Literature article citation: carter et al. Off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) for reconstruction of mandibular bone defects in humans. Journal of oral maxillofacial surgery 2008; 66: 1417-1425. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.